Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of bolus anomaly. The customer's blood glucose reading was 18 mg/dl. The customer was unconscious and was moved by paramedic to the hospital. The customer was given treatments thru an IV. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump passed the delivery accuracy test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The pump was then programmed with a basal profile of 1.0 and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at the pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.